Event description:
A surgeon reported a pt that was being referred to him, six years following intraocular lens (iol) implant surgery with a cloudy iol. Upon examination, the surgeon did not find a cloudy iol, but did find an atypical posterior capsule opacification of pasty consistency that was between the iol and the capsular bag. The surgeon also noted minimal glistenings in the iol, which he did not feel affected the pt's vision. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested.